Event description:
It was reported that the right ventricular lead had an acute increase in impedance, was oversensing, and had noise. The lead was thought to be fractured and was explanted. During the extraction, there was a superior vena cava tear that required surgical intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the conductor was fractured. It was also noted that the overlay tubing insulation was kinked/buckled, the conductor was kinked/buckled, the distal end of the electrode was covered in blood, the overlay tubing insulation had environmental stress cracking, the outer insulation was cut, the outer insulation had a cosmetic depression, the overlay tubing had breach environmental stress cracking, the overlay tubing had blood ingression, the overlay tubing was melted, the overlay tubing had a breached cut, the conductor was pulled/stretched/overstress, and the lead was stretched.

Event description:
It was reported that the right ventricular lead had an acute increase in impedance, was oversensing, and had noise. The lead was thought to be fractured and was explanted. During the extraction, there was a superior vena cava tear that required surgical intervention. No further patient complications have been reported as a result of this event.